Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) issue has been completed. The device was not returned for investigation. The root cause of product damage was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant in japan had a impella 5.5 support ongoing for cardiomyopathy patient when after 20 days the sleeve was damaged. The sterilization sleeve detached from the anchoring ring, which exposed the shaft. There was no reported patient harm.